Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Respond edge study. It was reported that complete heart block (chb) occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A lotus introducer was placed and the aortic valve was treated with balloon valvuloplasty. New onset left bundle branch block was noted post balloon valvuloplasty. A 27 mm lotus edge valve was advanced for implantation. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). Two (2) days post index procedure, chb was diagnosed by x-ray. Hospitalization was prolonged. Electrophysiology was consulted and a permanent pacemaker was recommended to treat the event. Five (5) days post index procedure, a new non boston scientific permanent pacemaker was implanted. The event was considered resolved. Six days post index procedure, the patient was discharged on aspirin.